Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment an external blood leak occurred. "The leak was visually as the dialyzer header was cracked." Despite multiple attempts, add'l info is not available.